Manufacturer narrative:
The root cause could not be determined based on the information available for the investigation. Manufacturing lot records demonstrate required inspections were performed and there were no non-conformances. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. The mother was advised to pause use of the bed. A loaner bed was offered for while the bed canopy is repaired. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. There was no report of injury as a result of the event.

Event description:
The mother provided a photo of the damaged sheet which confirms the sheet zipper tab is missing. Another photo shows the canopy has a large rip along the zipper portion of the sheet. Per the parent, the child escaped the bed through the rip and slid between the mattress and frame. There was no report of injury as a result of the event.